Manufacturer narrative:
Visual and mechanical inspection: the instrument arrived contaminated in a plastic bag. The instrument was slightly soiled. The blade mechanism worked proper, the instrument shows no damages or mechanical abnormalities. Electrical inspection: next, we measured the electrical resistance of the instrument (lower and upper line in common). Following this, we measured the resistance of the pushbutton. The electrical parameters are according to the specification. The resistance of both paths (lower and upper jaw) are lower than four ohm. Even under bending stress the resistance wouldn't increase, that's an indication for proper sliding contacts. The measuring of the button resulted a value about 10 ohm and is therefore ok. During testing the instrument with the gn200 ((B)(4)), the generator indicates "regrasp short". During the visual inspection of the jaw, we detected a foreign metallic object in the jaw area. Conclusion: the malfunction was caused by a conductible foreign object. No additional complaints for this lot number have been reported. There is no cause for corrective/preventive action. It should be noted that this submission is being generated as part of a retrospective review of complaint reports related to caiman devices; since the time of the reported failure and investigation results; instrument has undergone design change.

Event description:
During a colon resection surgery, device would not engage the bipolar current. Device was clamped down, bipolar button was activated and audible sounds were normal. However after cutting element was engaged it became apparent that the tissue was sealed. Surgery was delayed for 3 minutes. No patient injury reported.